Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the infusion set tubing had been leaking at the site event on (B)(6) 2025.the infusion set had been in use for less than 24 hours. The event dates were (B)(6) 2026 and (B)(6) 2026. The patient reported having had high blood glucose, which had been treated with a bolus. No further information availability.